Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. An sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one of more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
It was reported an ablation procedure was performed on a diabetic patient. The sheath size and lot number were not available. An 8f angio-seal sts plus device was used. Ten days later, the pt experienced arterial bleeding of the punctured groin. It was discovered that there was a hematoma and a groin infection. The infection was reason for the current bleeding. The patient was treated with medication, surgery and blood transfusion. The patient's condition was reported as okay.